Event description:
New information received notes that the pacemaker, right atrial (ra) and right ventricular (rv) leads were successfully explanted and replaced on (B)(6) 2026. The patient was reported to be stable before, during, and after procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation and review of the electrogram (egm) revealed that the right ventricular (rv) lead exhibited high pacing impedance and noise over-sensing which resulted in multiple high ventricular rate (hvr) episodes. No r-waves were sensed during exercise or when temporarily programmed to ddi and vvi modes due to the patient's underlying rhythm. Moreover, the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. Noise reversion for both the ra and rv leads was noted by the pacemaker. No interventions or programming changes were made. The patient remained in a stable condition.